Event description:
Plantar fasciotomy was being performed on patient using a tenex tx1 device. Upon completion, it was noticed that the tip of the device was missing. Ultrasound imaging confirmed that the needle tip had broken off of the device and was retained in the patient's foot. The tip was able to be retrieved with no issue. No harm was incurred by the patient. The procedure was able to be completed. The broken device has been retained.